Event description:
It was reported that the user received a ¿glucose falling quickly¿ alert on the ilet while traveling, experienced sudden weakness, and described collapsing at the airport before consuming oral carbohydrates (apple juice), after which she recovered within minutes; device data reviewed by the agent showed a lowest recorded glucose of 81 mg/dl consistent with a rapid fall alert. Symptoms included weakness and a collapse associated with concern for hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without medical intervention or hospitalization. Investigation included review of available device-reported glucose data and user account of events. Investigation of this case revealed glucose trending downward with the device functioning as designed and no evidence of device malfunction. It was concluded that the event was consistent with perceived hypoglycemia with cause unclear and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.